Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) they developed a pocket infection and were admitted to the hospital on (B)(6) 2016. On (B)(6) the system was explanted. It was noted the consumer¿s recovery was very painful so they weren¿t sure if they were going to have the system replaced when they were better. However, at the time of the report the issue was noted as resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.